Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was not identified, and the device was returned to olympus without completing reprocessing at the facility due to the foreign material on the knob wire. The instructions for use states the detection methods associated with the event in "evis exera tjf type 160vr operation manual chapter 3 preparation and inspection." And the prevention methods in "evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in knob wire and some part of the scope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.